Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that the circulation pump would not generate pressure. Biomed stated they would order and replace the pump onsite. As per follow up information received on 03jun2022, there was no patient involvement, and the device would be repaired onsite. As per sample evaluation results received on 06jul2022, both hot and neutral connections between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress . The flowmeter was replaced due to the impeller sticking . The double bend tube and the chiller evaporator outlet tube were replaced due to expansion . A shock sensor was applied to the lower bracket and loctite to all casters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The reported issue was confirmed as it was noted that both hot and neutral connections between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress. The power inlet module and ac main voltage circuit card were preventatively replaced. Performed the pm procedure on the device. Mixing pump was serviced as part of the pm process. Replaced heater, both manifold o-rings, drain valves, and the control panel coin cell due to age. Device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. Labeling review is not required because labeling could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that the circulation pump would not generate pressure. Biomed stated they would order and replace the pump onsite. As per follow up information received on 03jun2022, there was no patient involvement, and the device would be repaired onsite. As per sample evaluation results received on 06jul2022, both hot and neutral connections between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress . The flowmeter was replaced due to the impeller sticking . The double bend tube and the chiller evaporator outlet tube were replaced due to expansion . A shock sensor was applied to the lower bracket and loctite to all casters.